Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed open pressure sores underneath the electrodes of the lifevest. A representative reported that the patient was lethargic and only had one working hand, being unable to press the response buttons on the monitor. The nurse caring for the patient indicated that the patient was to end use of the lifevest due to her condition. Follow-up indicated that the patient's affected areas were doing better since removing the device.